Manufacturer narrative:
Per phone conversation, the rep. States that the device has been over 4 years of use, and that the surgeon is heavy handed with instrumentation, tends to exert excessive mechanical forces on them in general. We attribute the device's failure to technique, a user issue. At this point in time, no further action is warranted.

Event description:
Our rep is reporting that during an arthroscopic shoulder repair the surgeon noted that one of the drill guide's distal teeth broke off and fell into the patient's body. The broken fragment was retrieved and the procedure was completed successfully without further incident or harm to the patient. Facility discarded the complaint device.